Event description:
The pt experienced pain in the thigh upon movement. Radiographs revealed the plate had broken. The plate was removed in 6/96.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the dall miles self compression bone plate has not been returned. The device is not available for evaluation. A review of the device history record can not be performed because the device lot code is unk. The info provided is insufficient to determine whether this event is associated with the device.